Event description:
The patient was under general anesthesia.======================manufacturer response for schuremed beach chair positioner model 800-0004, (brand not provided) (per site reporter).======================they are currently looking at the broken device. The manufacturer told us that recently the construction of this device has been improved to include additional safety features including extension of the support bar, padding of any piece that might touch a patients skin, and limiting movement of certain pieces.what was the original intended procedure?shoulder repair.device #1is this a laboratory device or laboratory test?no.